Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that the stapler performed stapling but did not perform the reverse movement of the blade, it did not open the jaw. It was necessary to activate the manual override lever. To continue the procedure, another similar product was used. The patient had no permanent damage, did not need to be hospitalized nor had his hospitalization prolonged due to product problems, did not have to be re-operated or had any serious damage.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 8/22/2018. Batch number: p59004. The analysis found that one ple60a device was returned with no apparent damage and with one gst60w cartridge reload loaded on the device. The reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence but it was noted that the knife did not return to its home position. The device was disassembled to verify the condition of the internal components and showed a small flash was identified in the base of the firing post switch. This flash may cause the firing yellow actuator could be stuck and disabling the automatic return system of the knife. The device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.